Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (bg) reaching 300 mg/dl. Reportedly, customer's health care professional adjusted pump settings and bg levels have become stable. Customer delivered a correction bolus to address elevated bg levels.